Manufacturer narrative:
Concomitant products: 429888 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock due to an elevated ventricular rate in the presence of atrial fibrillation (af). It was noted this was an inappropriate shock for atrial fibrillation (af). The device was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.